Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 252, 303, 326, 286, 328 and 275 mg/dl. The customer¿s expected blood glucose test result ranges are fasting am 99-102 mg/dl and 2 hrs after a meal 160-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2026 and open vial date is (B)(6) 2025. The meter memory was reviewed for previous test result history: result 1: 252 mg/dl date: 9/12 time: 11:07am fasting. Result 2: 303 mg/dl date:9/12 time: 9:00am fasting. Result 3: 326 mg/dl date: 9/12 time: 5:56am fasting. Result 4: 286 mg/dl date: 9/12 time: 12:46am fasting. Result 5: 328 mg/dl date: 9/11 time: 11:30pm fasting . Result 6: 275 mg/dl date: 9/11 time: 10:06pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.